Event description:
It was reported that when the lead was opened it was noticed that the proximal end of the lead was bent approximately 4mm. As soon as the doctor saw the curvature the lead was rejected. There was no patient injury, and it was reported that the surgery was fully completed.